Event description:
Consumer reported complaint for the trueplus pen needles. Complaint was initially reported via e-mail and customer was contacted by telephone. Customer reported complaint for 2 boxes of the trueplus pen needles: internal report reference (B)(4). Customer reported that the pen needles do not administer the correct insulin dosage (inaccurate dispense). The package was not open or damaged when received by the customer. The customer could not recall the first time he had used the product out of this package. The customer is not using compatible product. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated that he has 3 boxes of the pen needles remaining and that he will continue to use them. The customer stated that he will then call his endocrinologist and ask for prescription for compatible product to use with pen needles.